Event description:
It was reported that the patient experienced exit block. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was reprogrammed and the patient was in stable condition